Event description:
A healthcare professional reported that the vitrectomy probe was defective and it did not cut. The cassette was changed to end the surgery. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue cannot be determined.